Event description:
It was reported that allegedly the mul-t-blanket was leaking at the seam prior to surgery while in use with a patient. It was reported that the surgery was delayed however the patient was not injured and no medical intervention was required.

Manufacturer narrative:
There was no defect found during evaluation.

Event description:
It was reported that allegedly the mul-t-blanket was leaking at the seam prior to surgery while in use with a patient. It was reported that the surgery was delayed however the patient was not injured and no medical intervention was required.